Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was informing of localizer faulted. The manufacturer representative (rep) attended the site and confirmed through network device interface (ndi) toolbox the localizer was reporting: "bump detector battery fault. Return for service. Bump detected. Accuracy assessment recommended. Storage temperature exceeded." There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned for analysis. The returned camera had scratches on the housing and lenses. Event logs report intermittent firmware incompatibility dating back to dec 2019, intermittent faults indicating illuminator voltage measured lower than recommended operating voltage dating back to sep 2021. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.